Event description:
A consumer reported that spouse was experiencing symptoms of high blood glucose while a one touch profile meter was giving low readings. The day before the event, patient had 65mg/dl blood glucose reading on the ot meter at 08:00 pm. Pt ate dinner, and retested at 10:00 pm obtaining a 59mg/dl blood glucose reading on ot meter. Pt ate some chocolate and retrest at 11:28 obtaining a 54mg/dl blood glucose reading on ot meter. Pt reportedly was experiencing unknown symptoms of high blood glucose, and did not take patient's set dose of insulin because of the low ot meter readings. On the day of the event in the morning pt started to vomit repeatedly while pt's blood glucose was 66mg/dl on ot meter. Pt felt sick in the stomach and was taken to the emergency room where pt had a 541mg/dl blood glucose reading on hospital meter. Pt was admitted to hospital for hyperglycemia. No further info is available.